Event description:
It was reported that during a lap choly procedure, when he opened the pouch in the abdomen, the pouch fell off the shaft. Case completed with another device of the same product code. No pt consequence.

Manufacturer narrative:
H3: evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The bag was received cut at the upper seam and down halfway. Each device is 100% visually inspected at two different assembly operations prior to shipment and damage of this magnitude would have been detected during this inspection. According to the IFU, the following precautions should be followed: (do not attempt to remove the bag with specimen through the trocar as this may lead to bag rupture and spillage of contents.) (Care should be taken to avoid contact of the bag with sharp instruments, cutting devices, electrocautery and laser or other instruments.) (Excessive forces should be avoided during bag extraction.)